Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports their controller will not turn on. In addition the patient reports the controller is warm to the touch while charging and has a burn mark on the screen.